Manufacturer narrative:
The device has not been received for evaluation. Should new information become available a supplemental report will be submitted.

Event description:
It was reported that the customer is experiencing high bg levels (285 mg/dl) and ketones due to air in the infusion set tubing. The customer used his insulin pen to correct his bg levels.